Manufacturer narrative:
(B)(4). The insulin pump p cap reservoir locked properly in place. Insulin pump received with minor scratched lcd window, scratched case, and label damage. After battery installation unit gave an unexpected blank, white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was buzzing after battery installed. Insulin pump had crack at screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.